Event description:
Acetabular drill bit broke; drill bit piece stayed in patient.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The initial reporting states the item would be made available for evaluation. In follow up to retrieve the item it was communicated that it was discarded and will not be returned. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.